Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During patient use, the quattro catheter was placed in the right femoral vein by the physician. After the fourth day of ivtm therapy, the user observed the saline bag was empty, suspecting a catheter leak and 500 ml. Of saline infusion. Following this the ivtm therapy was discontinued. No consequences or impact to patient.